Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned by the evaluation.

Event description:
A report was received that a patient was explanted. The physician did not have any further information.